Event description:
During a procedure the computer would not boot up. The patient was already on the procedure table with lines in place when the case was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
One ep-workmate computer was received for evaluation. Visual inspection revealed the input/output connectors had no physical damage. Normal wear was observed on the exterior enclosure. The computer was powered on, however, the computer booted to an error screen requesting to start normally or to repair windows. Computer system hardware diagnostic testing was performed and no anomaly was observed. System repair testing was performed and the computer booted normally. The returned computer was connected to a test standard claris amplifier and ep-4 stimulator and successful communication was established and no loss or drop in communication was observed. Review of system events log indicated that the system had loss power unexpectedly around the date of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The root cause of the reported event was isolated to an improper shut down or unexpected loss of power which may impact the overall system performance.